Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an ovation main body and two (2) iliac limbs on 04 jun 2015. The secondary case for this patient was completed on 15 nov 2016 for an unknown reason and the patient was implanted with an ovation extender.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional findings include el1b lcia; sac growth. The most likely cause of the distal loss of seal was the close proximity of left hypogastric to the inferior stent margin of the left common iliac stent. Procedure related harms were not detected. The patient was discharged home in stable on the first post operative day. To date there have been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).